Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( unable to communicate with monitor) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolate to an open orange (+5v) wire in the trunk cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the open wire.